Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br did not fill correctly. This occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: the customer reports that the tubes are having filling problems using the bd vacutainer closed collection system. Patient impact : reprocessing, re-puncture of the patient, use of other tubes since the blood sample cannot be used, loss of the anticoagulant-sample ratio.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br did not fill correctly. This occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: the customer reports that the tubes are having filling problems using the bd vacutainer closed collection system. Patient impact : reprocessing, re-puncture of the patient, use of other tubes since the blood sample cannot be used, loss of the anticoagulant-sample ratio.